Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the decreased amplitudes. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.